Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, had a loss of communication issue between the insulin pump and transmitter. Troubleshooting was performed. And it was unknown, whether the issue was resolved or not. The customer reported, no adverse event. The event involved product(s) mmt-7841zn and mmt-1884. The customer requested assistance with pump programming. Assisted customers with requested programming. The customer called, with questions or concerns about charging the transmitter. Confirmed, no damage to charger battery spring or connector pins. Charger green led light is solid green for more than 15-20 seconds. The customer deleted the transmitter serial number from the pump and re-paired, but the transmitter would still not communicate/trigger a sensor connected alert. The customer called, for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-7841zn was requested. And the customer response was, the device will be returned. No product return was required for mmt-1884.

Manufacturer narrative:
Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform skewed or misaligned), and physical damage to the connector pins. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication and charging anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.